Manufacturer narrative:
(B)(4). The tech support engineer (tse) troubleshot this issue with customer over the phone. The customer was advised to replace the graphical user interface (gui) printed circuit board (pcb) and backlight inverter pcbs. Covidien was not authorized to service the device.

Event description:
It was reported that an 840 ventilator had a blank display and inoperable.the ventilator was not in use on a patient at the time the malfunction occurred.